Manufacturer narrative:
The customer did not return an air dermatome device for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome three times. The last repair was may 2, 2017 where it was reported that the device required preventative maintenance and the hose and lever were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. The account was looking into buying a new device. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The account was looking into buying a new device. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device creating a full thickness gash cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome created a large full thickness gash in the tissue. A patient was cut when taking a graft. There was a delay of unknown time.